Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 156 mg/dl. The customer stated that the hub stuck in serter. The customer reported neither needle hub nor sensor is inside the serter. The customer reported that the catch arm is bent. The customer was advised to return the serter and we will get replacements.